Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 524 mg/dl. The customer¿s current blood glucose value was below 400 mg/dl. Customer also provide another blood glucose value such as 490 mg/dl. It was unknown that the auto mode feature was activated at the time of high blood glucose event or not. Customer stated they were unable to enter into auto mode. No further complications were reported. The customer will continue to use the device.